Event description:
The patient never had therapeutic effect. The patient was non-communicative and lived in a group home. Each caregiver that had come with the patient to the refill clinic didn't know if it had helped. On (B)(6) 2010, the patient was very stiff in her upper and lower extremities; it was unknown if it was contracture or spasticity. The patient's parents said they had never seen the same response that the patient had at the trial. That same day, during a dye study, they were unable to aspirate. The patient was sent for a surgical consult. The pump was delivering baclofen 2000 mcg/ml at approximately 1550 mcg/day. The physician planned to decrease the dose by 15% once a week until the revision. The patient was also given a script for oral baclofen prn if the patient started to exhibit any withdrawal symptoms. On (B)(6) 2010, the patient had another lumbar puncture trial to ensure her parents saw benefit in fixing her pump. She had a positive trial. Her existing pump dose was titrated down by the trialing doctor from 1125 to 750 mcg per day. On (B)(6) 2010, she saw her pump managing doctor, where her dose was again titrated down from 750 to 600. She was going to see her pump management doctor again the next week on tuesday and wednesday, to receive more dose titration down. So far, she had experienced no withdrawal symptoms. The plan was to continue titrating down and go for a catheter revision in a few more weeks.

Manufacturer narrative:
(B)(4).